Manufacturer narrative:
Product complaint (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient is pursuing a product liability claim arising out of the use of the nexgen lps-flex. It was reported by the patient s counsel that the patient received an implant on (B)(6) 2003 and was revised on (B)(6) 2009 due to pain. Clinical paperwork received shows the patient was revised due to instability and partial loosening of the femoral component. Implanting surgeon and hospital are the same. Related to cpt110015774 11/20/14 - the per is attached which came from legal in (B)(6) 2011. A few days later, legal pulled the email back saying not to enter it, as the products were ide devices, and the complaint would be handled by the ide study. Recent follow-up on cpt110015774 caused a re-review of the ide claim, and it was discovered the ide study was closed at the time this was reported to us and the patient was not enrolled in the post-approval study; clinical has confirmed they did not report the adverse event through their channels.